Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2227 ohms. Data was provided for review and boston scientific technical services and provided troubleshooting options to evaluate the lead. The intention of the troubleshooting is to confirm that the device is able to pace and capture the tissue when required. Additionally, the right atrial (ra) lead had an intermittent high within range impedance in the last year as well as reduction while unipolar was programmed. At this time, this pacemaker remains in service, and there were no adverse patient effects reported. There is no information on the rv or ra leads.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2227 ohms. Data was provided for review and boston scientific technical services and provided troubleshooting options to evaluate the lead. The intention of the troubleshooting is to confirm that the device is able to pace and capture the tissue when required. Additionally, the right atrial (ra) lead had an intermittent high within range impedance in the last year as well as reduction while unipolar was programmed. At this time, this pacemaker remains in service, and there were no adverse patient effects reported. There is no information on the rv or ra lead.